Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was at home, he experienced alarms while on battery power. The patient then connected to the power base unit (pbu). Normal flows and rate were displayed on the monitor and no further alarms occurred. After contacting the hospital, the patient drove to the hospital to have the system controller and alarm evaluated and there were no issues or further alarms while in the hospital. Waveforms and vent filter were analyzed and revealed possible main bearing wear and pump end of life. The patient remained stable on the power base unit with no additional alarms. The patient was placed in fixed mode, rate of 50 and anticoagulation was initiated. Additional information was received eight days later that the patient was experiencing frequent yellow wrench and red heart alarms and increased pump noises. Waveforms were reviewed and revealed "an anomaly seen in the current trace", which is an indication of bearing wear. The patient immediately went into pulmonary edema. His heart rate increased to 150 bpm and his breathing was wet and compromised. The center switched the patient back to his system controller and connected him to the pbu. The patient was later placed back on pneumatic support with inotropes and iapb (intra-aortic-balloon pump). Per additional information received the patient was transplanted and remains stable.

Manufacturer narrative:
The patient was transplanted and remains stable. The pump will not be returning to the manufacturer for evaluation as the pump was disposed of. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.